Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed and recaptured once because it was placed high. The valve was deployed a second time at 80% with a depth of 3mm on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). The inflow of the valve was slightly constrained but expanded enough to release the valve. The wire was pulled back and the valve was released with both paddles coming off smoothly. Calcium was noted near the lcc. Immediately following, the valve dislodged but the patient remained stable, so it was determined there was no need to snare the valve up. A second valve was successfully implanted within the first valve. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.